Event description:
Medtronic received information that the bioprosthetic aortic valve was explanted after 11.8 months due to aortic insufficiency and stenosis. It was reported that the original indication for implant was endocarditis. The valve was replaced without reported patient complication.

Manufacturer narrative:
Analysis: the product was received in an explant kit stored in 0.2% gluteraldehyde. All cusps appear slightly retracted. The right cusp is stiff, but flexible. The left and non-coronary cusps are stiff due to brown vegetative appearing host material that remains attached to the inflow and outflow. A large tear in the right cusp appears to have occurred during retrieval. Glistening off while pannus remains attached to the margins of attachment of all cusps on the inflow. Pannus extends 1 to 3 mm onto all cusps. Remnants of vegetation is also present on the inflow and outflow of the right and non-coronary cusps. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: the analysis shows that the stenosis was due to vegetation and pannus over growth. Reduced performance/lack of effectiveness related to the patient's condition. Product changed out with no reported adverse patient effects.